Event description:
For several months, my tandem t:slim x2 insulin pump has been giving false alerts that say "it's been 3 days since you changed your infusion site" or "infusion site change not finished." These appear even after I have properly completed a site change, sometimes within 24 hours or immediately after finishing the process. The alerts occur almost daily, but not multiple times per day. When I check the pump's alert history, there is no record of these warnings. The repeated false alerts create unnecessary confusion and concern that could easily lead to mismanagement of insulin or premature site changes. I previously filed an FDA medwatch report on this issue. Tandem contacted me by phone, but I was in a remote area with poor reception. I asked the representative to call me back in a few hours, and he agreed--but he never did. Later, when I called tandem myself, I learned my report had been closed out entirely, with no investigation, no follow-up, and no solution. Closing an FDA-related complaint without confirming that the malfunction was addressed is unacceptable and shows disregard for patient safety. I was never given any explanation, replacement, or corrective action. My report was simply dismissed despite the ongoing issue. As a veteran and a human being living with type 1 diabetes, I depend on this device daily. Tandem diabetes care is a billion-dollar company producing life-sustaining medical technology, yet their handling of this matter has been unprofessional and disrespectful. Their refusal to follow up or investigate properly is irresponsible and potentially negligent. A device relied upon to deliver insulin must function correctly and log accurately. The company's decision to close the report without confirmation that the device or firmware issue was resolved demonstrates poor quality control and a lack of accountability. Patients deserve transparency and action when safety-related problems are reported. I respectfully request that the FDA reopen this case and review tandem's internal complaint-handling process, particularly regarding how reports are closed and whether product issues are adequately investigated. This malfunction has persisted for several months with no resolution, and the manufacturer has failed to act responsibly.

Event description:
Additional information received on 11/19 for mw5178643 to update procode: qfg.